Event description:
Information received a smiths medical cadd administration sets was leaking around the filter. This occured three out of the six batch of tubing. The reporter indicated this is not the first time this occured with other batches. The patient did not endure any adverse events, for a backup pump resorted to, along with a new batch of tubing. Remoldulin 10mg/ml infused for pulmonary arterial hypertension.